Manufacturer narrative:
The product was manufactured at one of the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine at which location this particular product was manufactured. (B)(4). Consumer discarded the device.

Event description:
Consumer states that a "small piece of plastic came loose from the brushhead...portion of the circular bristle plate." This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.